Event description:
It was reported via repair work order that the power load arms would not load a cot due to a broken/damaged magnet mover trigger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load arms would not load a cot due to a broken/damaged magnet mover trigger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the power load would not load a cot due to a magnet mover. This only affected the unit in powered mode. A cot could still be loaded and unloaded manually.